Event description:
The customer contact reported that during testing at the user facility, it was noted the touchscreen does not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.